Event description:
Additional information received from multiple sources (healthcare provider, foreign, clinical study) indicated important patient and device information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving baclofen pf an unknown concentration at an unknown dose rate via an implantable pump. It was reported that anamnestically, they had noted a sudden onset of diffuse itching, increased spasms and headache for 4 days. The patient had not been sick. Clinical examination clearly showed increased spasms without signs of infection on the pump course. Biochemically there was no evidence of an infection. Laboratory testing on (B)(6) 2024 revealed no outcomes that were out of range. They performed a side port aspiration with which 3 cc of clear cerebrospinal fluid (csf) could easily be obtained. After the side port aspiration, they administered a bolus of 0.280ml over 17 minutes and increased the daily dose by 20% to 193.7 g. Device interrogation was performed on (B)(6) 2024 and no pro blems were seen. Device reprogramming occurred on (B)(6) 2024. After this, they observed the patient in emergency situations in order to assess the effect. The patient felt better and could go home. The event resolved without sequelae as of (B)(6) 2024. The device diagnosis was indicated as not applicable. The clinical diagnosis was clinical symptoms of overdosage baclofen. Regarding etiology, the relationship of the event to the device or therapy was related and unrelated to the implant procedure. The event was possibly related to baclofen.